Manufacturer narrative:
Upon further review, this complaint was found to be a duplicate complaint. Manufacturing report number 0001825034-2017-10008 will be voided and manufacturing report number 0001825034-2017-02207 kept for investigative purposes.

Manufacturer narrative:
(B)(4). Medical products: oss axle cat# 150480, lot# 199250. Oss poly femoral bushings cat# 150477, lot# 494090. Oss reinforced yoke cat# 150493, lot# 547800. Oss poly tibial bushing cat# 150476, lot# 510910. Oss poly lock pin cat# 150478, lot# 576760. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10008, 0001825034 - 2017 - 10009, 0001825034 - 2017 - 10010, 0001825034 - 2017 - 10011, 0001825034 - 2017 - 10012, 0001825034 - 2017 - 10013.

Event description:
It was reported that patient underwent revision procedure one month after initial right knee procedure due to unknown reason.